Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used to remove a 1.5 cm polyp during an endoscopic mucosal resection (erm) procedure performed (B)(6) 2022. During the procedure, the snare could not be energized. They attempted to cold cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address;(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.